Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was in his car and lost consciousness. A person walking by found him 90 minutes later and called emergency medical services (ems). He was transported to the emergency room where his bg finger stick value was 36 mg/dl and the cgm displayed values in the 130 mg/dl to 140 mg/dl range. He did not remember the exact cgm number but did remember that his heart rate had dropped, blood circulation was decreased, he was very cold and his temperature was 93 degrees. He was treated with glucose (unspecified route) and over the afternoon his bg level stabilized. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b, c, and d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.